Manufacturer narrative:
The returned 00mlx light source was in used condition with melting damage due to a broken or damaged mirror holder. Damaged heat mirror would lead to overheating. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that 00mlx mlx 300w xenon lightsource has a burning smell. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.